Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint "connector's issue" was confirmed. The technician observed a worn out scope socket and slider switch. In addition, non-olympus lamp life meter was reading at 400+hours, light intensity output measured out of range, unit already equipped with newest version main switch, and fan was running ok. Replaced parts. The cause can be attributed to user wear and tear. No further information was reported. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device had a faulty, high intensity switch and the loose light socket for light cord failed to stay engaged.there was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the reported phenomenon likely occurred due to the abrasion of the scope socket and the slider switch. The connection of the light guide was loose due to a connector failure, and the connection state could not be retained. Also, it is probable that the high brightness switch did not function because the light guide was not properly connected. Also, due to the age of the device, it is considered that the scope socket and the slider switch may have been damaged because the user plugged and unplugged the connector with excessive force.